Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 40 mg/dl and 98 mg/dl. Customer stated insulin pump take off due to low blood glucose after half hour blousing after the alarm. Customer stated that insulin pump screen was blocked out and started vibrating. Customer stated insulin pump restarted several times. Customer stated that the insulin pump had multiple insulin pump error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated fill cannula was recorded in daily history. Customer performed self-test and it was passed. The device will be returned for analysis.